Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci 5 product to perform failure analysis. The assy motor module vertical axis ssc is50 was analyzed and the reported error 23062, along with heat and melting at the power connector, was confirmed and replicated. A visual inspection confirmed the presence of a damaged and melting connector.

Event description:
It was reported that during training/demo on a da vinci 5 system, trainers informed that the system was experiencing ergo errors, specifically that the ergo controls were stuck and error #23062 was present. The issue was confirmed at startup, with the fault persisting through multiple reboots and attempts to reset the system, and was associated with the vertical axis motor module and its power connector, which showed signs of heat and melting. The customer reported event has no report of patient injury.